Event description:
Caller (B)(6) reported that pt was sent to the catheter lab. Pt was tested on the triage cardiac panel versus a lab analyzer, dade vista. Caller confirmed that pt's initial troponin (tni) result of 0.28 was in the first of two (B)(6) ranges on the meter. Caller also reported that pt had died. No add'l pt info was provided and the cause of death is not known. (See MFR. Report #2027969-2012-00375). Add'l testing was performed on (B)(6) 2012 with another triage device using pt samples (a heparin tube and a second edta tube for a cbc) collected on (B)(6) 2012 as reported below. The cbc tube was stored and refrigerated from (B)(6) 2012 until (B)(6) 2012. Sample was fully equilibrated to room temperature before running. Three repeat testing with edta plasma sample was performed on the triage cardiac panel and revealed (B)(6) tni results. In addition, two lithium heparin sample were run and resulted in (B)(6) tni values. No pt samples were available for return.

Manufacturer narrative:
Investigation pending.